Event description:
The lens was implanted 6/1998. The pt post-op visual acuity was 20/30 and decreased to 20/60. Presumed lens calcification was noticed in 2003 and the explant of the lens is schedule.